Event description:
It was reported that the patient underwent full revision. The generator was replaced due to low battery. The lead was replaced due to high impedance. It was noted that the lead was damaged due to trauma. The patient broke their collarbone back in august 2025 the vns have not worked since then. The explanted device is not available for return as it was discarded. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 investigation finding: initial report inadvertently coded c0702 instead of c070603.